Event description:
The patient initially underwent a vns generator replacement surgery due to battery depletion. The generator was returned and an analysis was performed. Analysis determined that the generator had reached an end-of-service (eos) status. The internal memory revealed a discrepancy between the percentage of battery consumed and the measured battery voltage. A visual assessment of the internal circuitry revealed contaminates. The device underwent electrical testing, and based the electrical test results the observed contamination suggests probable electrical paths (resistive path) were established which contributed to the premature end-of-service condition. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with the laser routing process that created a susceptibility to contaminants. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.